Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascxs0061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal from the patient, the needle did not retract into the safety as it typically does. The retraction was also attempted after needle removal from patient without success. There was no reported patient injury.